Event description:
Physician describes adverse event as: despite repeated fills, restriction kept being lost. Barium swallow a year later showed good band position and some restriction. An 11.5 ml put in at this point. The pt was loosing about 1 ml over a period of 4 to 6 weeks. Fluoroscopic assessment completed, but no leak could be demonstrated. In total, 21 ml was put in the band chamber. Nineteen months after implantation, the pt was taken back to theatre to assess port, tubing, and band under high pressure. No leak seen in system. Due to repeated loss of restriction and subsequent port site infection, the band was removed two months later.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned, as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number or the model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement, or esophageal dilation due to stomal obstruction, band slippage, or over-restriction." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."